Manufacturer narrative:
The device was returned to zoll medical canada; the customer's report was duplicated and the front enclosure was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not respond to the front panel controls. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.